Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the health care professional, the consumer is an experienced contact lens wearer, and she experienced eye pain and burning. Lens got torn in her eye (torn half of them before and half of them shortly after). Upon removing the contact lens she found there is a white shadow on the contact lens. She experienced purulent stye which was treated with antibiotics (dexamethasone sodium phosphate one milligram and gentamicin sulfate five milli gram combination). Upon using the eye drops consumer experienced blurry vision. Since the symptoms were persisting, consumer consulted a physician and diagnosed with purulent stye caused by bacteria in the right eye. Physician informed consumer to wear glasses until the stye had disappeared. Dexamethasone sodium phosphate one mg and gentamicin sulfate five mg combination eye drops three times daily and eye cream one time daily was prescribed as treatment. As the eye pressure was too high for the drops consumer was prescribed with dexamethasone sodium phosphate one mg and gentamicin sulfate five mg combination eye cream five times daily along with warming compresses several times a day. The physician also stated that if the stye had not disappeared, a surgical procedure would have to be performed. The consumer later confirmed that the eye condition had continued to deteriorate and that inflammation had been caused by using the contact lenses. The status of the consumer¿s eye was symptoms continuing at the time of this report. Additional information had been requested but had not yet been received.

Manufacturer narrative:
MDR b6, b7 and h6 fields were corrected. H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. A trend related investigation was performed; no trend could be identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).